Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the device failed pretest for check the off/oscillation/on switch mode function, check the compatibility between colibri/small battery drive (sbd) and colibri ii/ sbd ii and check the function with electric pen drive console. It was further determined that the trigger flange was loose. During service/repair, it was determined that there was corrosion on the components. It was further determined that the issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the gear of the small battery drive device got stuck. During in-house engineering evaluation, it was observed that the trigger flange was loose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.